Manufacturer narrative:
Model number/catalog number: sc-2316-70; serial number: (B)(4); batch/lot number : 17696897 ; model/catalog description: infinion 16 lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads had migrated as confirmed via x-ray. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) system was replaced per physicians preference. The patient was doing well postoperatively.